Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: a review of the black box showed no drops in voltage prior to the temperature complaint. The battery was not returned with the pump. A test battery successfully completed 24 hour testing with no reboots, power losses, or overheating. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex and components had no defects. The pump was opened to find no damage to the power circuit. The allegation of the pump overheating was unable to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.